Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00345 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that during use of bd bactec¿ plus anaerobic/f culture vials (plastic) there was a performance issue. The following was reported by the initial reporter: this is a report about low negative pressure in a bottle. According to the customer's report, blood did not enter the bottle automatically from the dispenser.

Event description:
It was reported that during use of bd bactec¿ plus anaerobic/f culture vials (plastic) there was a performance issue. The following was reported by the initial reporter: this is a report about low negative pressure in a bottle. According to the customer's report, blood did not enter the bottle automatically from the dispenser.

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.